Event description:
During the procedure, while using the durastar balloon in a femoral popliteal graft, resistance was felt upon delivery but the physician continued to advance the balloon. When the physician attempted to inflate the balloon it "didn't feel right", so inflation was aborted. The physician attempted to pull off of the wire (ironman 190cm), but it would not come off. Therefore, the physician was forced to remove the wire and balloon as a unit. Upon inspection, it appeared that the balloon catheter was torn to the distal end of the balloon. The wire was sticking out of catheter end and the proximal end of balloon. It appears that the hypotube may have separated from proximal end of the balloon to the distal marker wire. A 6f terumo pinnacle was used during the procedure. There was no patient injury.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.